Manufacturer narrative:
(B)(4).

Event description:
It was reported the devices released metal parts. It is suspected that this alleged event occurred during a surgical procedure, but that has not been confirmed. There is no other information available regarding this event.

Manufacturer narrative:
Investigation narrative - examination was not possible, as the device has not been returned. Without the return of the device in question a root cause for the reported incident cannot be determined. In the event the device is returned the investigation will be reopened. No further investigation is warranted at this time. (B)(4).